Event description:
Pt reported loss of pain relief and symptoms of withdrawal. There was a history of rapid increase in intrathecal doses without relief. There were short-lived periods of relief but not sustained. His dose was stable at 10mg/day, however when the pump was interrogated it was infusing 19.986 mg of morphine sulphate/day. His current physician was unable to aspirate the catheter via the cap and had done a dye study. The pt reported numbness at the pocket site and the physician suspected drug (bupivicaine) into pump pocket. The pt was receiving morphine 30mg/ml and bupivicaine 1 mg/ml via the pump. A catheter revision was done on (B)(6) 2011. During revision, there appeared to be a good csf back flow after the sc connector portion was removed from the existing catheter. There was no apparent disruption in the catheter, but as a precaution the proximal section of the catheter was replaced. At the time of revision, the expected reservoir volume was 0.3ml and the alarm was activated. The actual volume was 1 ml. The pump was filled with saline and programmed to infuse at minimum rate. On (B)(6) 2011, the pt had a pump refill that was then programmed to infuse 2.498 mg/day of the prescribed drug.

Manufacturer narrative:
(B)(4). Analysis result of the returned catheter was not available at the time of this report. A follow-up report will be sent when analysis is completed.